Event description:
It was reported that at the time of implant the ¿slide on the stimloc would not click into place.¿ a replacement stimloc was used and ¿worked as it should¿ at the time of implant. It was noted the issue was resolved and ¿there were no other issues.¿ there were ¿no¿ patient symptoms or complications associated with the event and the patient was alive with no injury at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 924256, lot# 082200814a, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.